Event description:
Per a report from the legal department a female patient (dob (B)(6) 1951) had a left knee replacement on (B)(6) 2017. Approximately 5 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. Op report: the surgeon reported that there was excessive synovitis characteristic of third body wear from polyethylene debris. The tibia had extensive osteolysis and loosening. The patient was awakened and transferred to the recovery room in good condition. There were no complications during the procedure. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: serial #: (B)(4), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, serial #: (B)(4), category #: 02-010-03-0225 - logic cr femoral cem, left sz 2.5, serial #: (B)(4), category #: 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.